Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket and midline incision site. Symptoms were redness, soreness and drainage. It was noted that the infection was not device or procedure related. The patient was prescribed oral antibiotics. The patient underwent an explant procedure.